Event description:
Pt IV was not running, was noted to have blood backed up in tubing from IV cath site and bed clothes with blood. IV tubing was completely pulled out/disconnected from insertion point in lowest y valve of tubing, closest to pt. Dates of use: (B)(6) 2013 - (B)(6) 2013. Diagnosis or reason for use: left knee arthroscopy.